Event description:
It was reported that the right ventricular (rv) lead was showing non-physiologic noise. The clinic noted that there was oversensing on four ns (non-sustained) high rate episodes. Isometrics and pocket manipulation could not duplicate the noise. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52, implantable pacing lead, implanted: (B)(6) 2002

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the lead had noise that was resulting in inhibition of pacing by their device. It was noted that the programming change of tip-coil and to 0.6mv was made and that these changes worked to resolve the lead issue. The lead remains in use. No patient complications have been reported as a result of this event.